Manufacturer narrative:
The device has not been returned to edwards for evaluation. Edwards is currently in the process of obtaining the device for return. A supplemental MDR will be submitted upon completion of device evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm bioprosthetic valve was explanted due to severe aortic stenosis with insufficiency after an implant period of approximately eight (8) years and four (4) months. Operative findings indicated that this prosthetic valve was heavily calcified. This valve was replaced with a 23mm non-edwards valve. There was no complication reported.